Event description:
It was reported that the pacer shows error. There was reportedly no patient involvement.

Event description:
It was reported that the pacer shows error. There was reportedly no patient involvement. Further information was provided that the customer only needed co2 calibration. There "is no technical fault."